Event description:
Patient was being treated for end stage renal disease and was on continuous ambulatory peritoneal dialysis. The tenckhoff catheter became infected and surgery was scheduled for its removal. Per site reporter: the manufacturer issued an ra number and the device will be returned for failure analysis.